Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a "left-side deflation". Device remains implanted.

Event description:
Physician observed "hole, non-specific" during surgery. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as surgical damage, observed a broken assessed as surgical damage, missing shell observed assessed as inconclusive and observed an opening assessed as fold flaw opening. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a "left-side deflation". The device has been explanted.